Event description:
Per the patients following physician, this rv lead was capped on (B)(6) 2017 due to it not functioning. No other information was provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.